Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found errors 40068 and 310 in the logs pointed to auxiliary video processor (avp) and replaced the part to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and found to have no issues related to the reported event. The avp was installed in a working system where the board worked successfully. The complaint was confirmed based on the field evaluation. As a result of these findings, no root cause could be attributed to the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, error 317 was observed during the power-on self test. The error could be overridden; however, after powering down the system, error 40068 occurred. The technical support engineer (tse) reviewed the error log and identified that the issue pointed to the auxiliary video processor (avp) node. There was no report of patient involvement.